Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto 3 and during stimulation of the decapolar catheter, it was observed that the ablation catheter was being simultaneously stimulated, even without a specific command to do so. Field service engineer (fse) arrived on site for troubleshooting and repair. Fse confirmed that the issue was resolved by replacing the faulty backplane card with another one that was delivered to the customer. The system is ready for use. The suspected ECG card was requested for investigation by the manufacturer. Fse confirmed that the ECG card has been discarded, therefore no investigation could be performed. The history of customer complaints reported during the last year associated with carto 3 system #(B)(6) was reviewed. No similar complaints were found. The manufacturing record evaluation was performed on carto 3 system #(B)(6), and no non-conformities related to the reported complaint condition were identified. Correction to 4. Primary UDI number. Field updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto 3 and during stimulation of the decapolar catheter, it was observed that the ablation catheter was being simultaneously stimulated, even without a specific command to do so. The doctor tried to apply radiofrequency (rf) energy but was not possible because of stimulation, even when the command was directed only at the decapolar catheter. It was also noted that at no time did the catheter present a problem at the time of rf application. No adverse patient consequence was reported.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).